Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty deploying, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure to treat mr grade 3-4. One mitraclip was deployed without issue. During preparation of the second clip delivery system (cds), the cds bent more than usual when unlocking the clip and also bent more when locking the clip. However, the cds was used and worked normally. Clip deployment was initiated, but was difficult. All deployment steps were followed and troubleshooting maneuvers were performed. The clip was successfully deployed. A total of two clips were implanted and the post-procedure mr grade was 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip was not confirmed, as a proxy clip was able to deploy successfully. The reported clip wedged (device operates differently than expected) was unable to be replicated in a testing environment. The reported delivery catheter (dc) shaft bend was observed to be a normal function of the device; however, a bend in the actuator mandrel was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult to deploy resulting in the clip wedged was likely a result of the user technique used during actuator knob retraction. Furthermore, the clip wedging was a symptom of the difficulty deploying the clip when the l-lock tabs were unable to disengage from the connector window. Furthermore, the reported dc shaft bend was attributed to a normal function of the device when the lock lever is retracted, as the dc shaft is tension. It is possible there was additional tension (e.g. Over-tensioning of the lock line) on the device, such that it resulted in the observed actuator mandrel bend; however, a definitive cause for the mandrel bend could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that during clip deployment, the clip appeared to be wedged, with an angle between the clip and the delivery catheter (dc) shaft. No additional information was provided.